Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the reported error message is being attributed to a glitch in the software that happens behind the scenes when the client clicks on the pca library configurations and unknowingly has the etco2 configurations partially enabled. ¿ no laboratory testing was able to be performed on the reported device as it was not returned for investigation. ¿ a log analysis was not performed as there were no devices or logs returned for investigation. ¿ this is a "known issue" on guardrails editor version 12. A fix was slated for v12.6/gre v12.2 and gre v12.1.4. ¿ the reported issue was escalated to software engineering to work on a solution for software version 12.1.3. ¿ there was no report of patient involvement. ¿ the guardrails software application is used for the alaris system drug library creation that is used with the alaris system pcu for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error message is being attributed to a glitch in the software that happens behind the scenes when the client clicks on the pca library configurations and unknowingly has the etco2 configurations partially enabled. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while navigating the pc application guardrails editor version 12 to build the facility's drug library, an error message appeared when the user (pharmacist) accidentally clicked on the pca or end tidal configuration boxes. Due to this, it reportedly put the library into an error state and would not allow the user to transfer their files via transfer tool or alaris server. The application reportedly does not provide an indication of what is happening or that there has been an error created. There was no patient involvement as this pc application is not used directly on the patient. Bd pharmacy consultant provided assistance to the customer and was able to resolve the issue via workaround. Bd received additional information. It was reported by bd pharmacy consultant that the issue involves gre (software version) 12.1.3. Per report, "this is an error that continues to happen to .gre files but there is not an alert that appears for clients. They have no idea that this internal gre error is happening. It is a glitch in the software that happens behind the scenes when the client clicks on the pca library configurations and unknowingly has the etco2 configurations partially enabled. This error stops clients from transferring a library manually for testing and also from releasing a library to activate on the server."